Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred during bolus delivery. Customer's blood glucose (bg) level was 590 mg/dl. Customer reverted to manual injections for insulin therapy to address elevated bg. Customer changed supplies to address the occlusion alarms. Customer reverted to use of another pump.